Manufacturer narrative:
Continued d6a implant date: partial implant date provided of "2011" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture/deflation". This record is for the left side. Device was explanted.